Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the burnt forceps elevator is due to: a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip; however, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: -evis lucera jf /tjf type 260v operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope -evis lucera jf /tjf type 260v operation manual chapter 4 operation:4.2 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the duodenovideoscope exhibited a burn on the forceps elevator. There was no patient involvement.